Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blood at site. The customer's blood glucose was 128 mg/dl. The customer stated that they had blood when inserting the sensor and the site was not actively bleeding. The customer also reported that she allergic to the tape and was at the hospital due to having skin infection after removing the sensor tape. The customer was treated with IV drip. The sensor will be returned for analysis and the transmitter is not expected to return for analysis.

Manufacturer narrative:
The event was reported in error.